Manufacturer narrative:
(B)(4). Approximate age of device- 68 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2017, the patient was admitted to the hospital for hemolysis. The patient¿s lactate dehydrogenase (ldh) was 1207 u/l on (B)(6) 2017. The patient was asymptomatic on admission, and was started on a heparin infusion. A ramp echocardiogram (echo) was performed and the results showed limited decompression of the left ventricle with increased lvad speeds. It was also found on echo that there was a large, patent left ventricle pseudoaneurysm close to the inflow cannula. CT angiography confirmed the pseudoaneurysm. The patient underwent a pump exchange and pseudoaneurysm repair on (B)(6) 2017. No additional information provided.

Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported elevated lactate dehydrogenase levels could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 1 inch from the pump housing. The remainder of the driveline was not returned. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a flow or functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.